Event description:
Medtronic received a report that the pipeline's distal end did not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in c1-c2 with a max diameter of 20 mm and a 10 mm neck diameter. It was noted the patient's blood vessel diameter in the landing zone was 4.1 mm distally and 4.1 mm proximally, the patient's vessel tortuosity was strong. It was reported that the position of the aneurysm was c1-c2, but a sufficient distance was needed for the distal landing, so the pipeline was deployed from the middle cerebral artery. One of the reasons for this may have been the large difference between the m1 blood vessel diameter and the pipeline diameter, but the distal end did not open. Although further deployment was attempted, it was difficult to resolve the poor deployment, so it was removed. There were no problems in terms of postoperative findings related to blood flow imaging. The product was not used in an infected patient and was not used off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
E1. Physician/initial reporter information is not reported due to country's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the fisher grade c1-c2 aneurysm was located in the c7 communicating segment. It was noted that the pipeline had experience some resistance during delivery in the phenom 27 microcatheter. There was no obvious damage to the pipeline or the catheter. The pipeline was placed in a vessel bend when the failure to open occurred. The pipeline was resheathed and redeployed but no other steps or devices were used to try and open the pipeline.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.